Event description:
It is reported that the pt received an acetabular cup, left, that the pt stated pain and that a revision surgery is planned.

Manufacturer narrative:
Should additional information become available and/or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filled. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received: revision surgery performed on (B)(6) 2012 due to loosening.

Manufacturer narrative:
The devices were returned and the result of the visual examination has been made available. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in (B)(6) 2008 as referenced above . The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(6).

Event description:
Additional information was received on (B)(6) 2015. During the visual examination the durom acetabular component presented small patches of light colored third body particles on the porous coating, scratching on the porous coating above rim b, deformation on outer ridges of rims a and b, light scratching on the articulating surface and light scratches and third body material on rims. The metasul ldh large diameter head presented third body particles and scratches on the articulating surface and minor deformations on the inner and outer rim of its face. The metasul ldh head adapter presented discoloration in the cavity and etching on its face appeared worn and difficult to read.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's ref number of this file is (B)(4).